Event description:
It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and later expired. A 2.5x12mm taxus liberte stent was implanted in an unspecified vessel at an unspecified date. The patient received another manufacturers' 2.5x28mm stent in (B)(6) 2011 in the mid left anterior descending (lad) artery, and another 3.0x28mm stent in the proximal lad. The stents were not post-dilated. Intravascular ultrasound (ivus) confirmed the stents were well apposed and that residual stenosis was 0% in the mid lad and 10% in the proximal lad. The patient was discharged. In (B)(6) 2012, the patient experienced a myocardial infarction and was hospitalized. The patient was medically treated. The following day the patient expired. No autopsy was performed. Additional information has been requested regarding the implant of the taxus liberte stent and is not available.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).